Event description:
Simplastin excel is a thromboplastin reagent. An erroneous result was obtained on an energency room patient with simplastin excel. The result was reported to the physician. The technician thought the results were abnormally low and reconstituted a new vial and tested a second time on the patient sample. The results from the second test were immediately given to the physician. There were no adverse effects to the patient from the first reported result. The technician inspected the vial that gave the abnormal results and it ws cracked. The technician did not notice the cracked vial before the erroneius result was reported to the physician and no controls were run before the vial change-over.